Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease fold and wear abrasion. A leak test was and microscopic analysis was performed which identified no device leakage, white particles in the inner shell, and a void > 1mm non-textured in the valve-to-shell-bond area was observed. Based on the device analysis the final assessment is that the unit has no openings. Additional, changed, and/or corrected data: a.2; b.5; b.6; d.6b; d.9; h.3; h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.